Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm getting set up for surgery to have them out soon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("pain in abdomen"), arthralgia ("joint pain"), back pain ("back pain"), abdominal distension ("bloating"), joint swelling ("swelling in feet ankles (most especially the left side)"), fatigue ("fatigue") and feeling abnormal ("foggy brain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal pain, arthralgia, back pain, abdominal distension, joint swelling, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, fatigue, feeling abnormal, joint swelling and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events pain in abdomen, joint pain, back pain, bloating, swelling in feet ankles (most especially the left side), fatigue and foggy brain were added. Reporter was added. On 23-mar-2020: social media received: new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm getting set up for surgery to have them out soon') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("pain in abdomen"), arthralgia ("joint pain"), back pain ("back pain"), abdominal distension ("bloating"), joint swelling ("swelling in feet ankles (most especially the left side)"), fatigue ("fatigue") and feeling abnormal ("foggy brain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal pain, arthralgia, back pain, abdominal distension, joint swelling, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, fatigue, feeling abnormal, joint swelling and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be a duplicate of this case ((B)(4)). All the relevant information was transferred from duplicate case: (B)(4) to this retention case (B)(4). Per summon: event "injury" was reported. Essure indication, and essure insertion date was added. Source document, reference numbers and reporters were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm getting set up for surgery to have them out soon') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm getting set up for surgery to have them out soon') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.